Event description:
Soft contact lens wearer developed irritation and redness for 2 weeks; continued to wear lenses for another 10 days. Diagnosed with: infiltrative keratits and giant papillary conjunctivitis ou. Treated with antibiotics topically and discontinued lens wear.